Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated they were having a lot of issues, for almost 5 years, as their implants were making their ms worst. Pt explained that when they felt the electric current running up and down their system it made their stomach issue worse and made their pain worse. Pt mentioned they used to increased the stimulation but that would make the issue worst. Pt stated they saw their hcp and they worked on putting a different program which helped the pt. Pt stated the new program removed the noise and vibration and let the stimulator work in the background which has tremendously helped their pain. Pt mentioned they have gastroparesis and ms. Pt stated their issue started last june and was fixed around dec 12th maybe. Agent documented information given during the call. Additional information was received from the patient. Patient (pt) reported stim is currently helping with 35% of their pain. The pt repeated previously reported information. Pt said after the programming that was done (where they removed the vibration/noise/pulsating), the program was working great for them and they wish they had that done 5 years ago. Pt said they would never be out of pain, but maybe 35% helps and now pt's lumbar spine didn't hurt and pt was feeling like a better person from the programming.